Event description:
This is filed to report tachycardia. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two xtw clips were inserted and successfully deployed, reducing mr to a grade of 1. After the clips were implanted, the patient presented low blood pressure and an increased heart rate to roughly 150-170bpm. Cardioversion was performed twice on the patient but was the adverse patient effects were unable to resolved. Eczema rash at the upper body of the patient was also present. It was noted there was no known patient allergy, and the physician was unsure why the adverse patient effects occurred. After medication was administered, the patient improved and remained stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypotension, tachycardia, and rash could not be determined. The reported patient effects of hypotension, cardiac arrhythmias, and allergic reaction, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.